Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Correction: no causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the pump exhibited a positive supply background (bgnd) test. No patient injury was reported.

Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported issue. To further investigate the reported issue, the device was powered up and the outputs of the supply were checked by using biomed diagnostic monitor 6811a2d group 1. Investigation was unable to duplicate the reported issue. There was no visible damage or contamination found in the main pc board. The main pc board was replaced as a preventive measure.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the pump was giving a system failure: positive supply background test. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further information is available.